Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All available information was investigated and the reported patient effect of atrial septal defect (atrial perforation) appears to be related to patient and procedural conditions. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age: born in (B)(6) 1935. Estimated date of event (B)(6) 2017. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that approximately 1 month post procedure, the patient returned with an enlarged atrial septal defect (asd). It was reported that this was a mitraclip procedure performed on (B)(6) 2017 to treat mixed mitral regurgitation with an mr grade of 4. One clip was implanted successfully reducing mr to 2. Approximately one month post-procedure (date not specified), the patient returned to the hospital with pulmonary hypertension and dyspnea (pre-existing) a transesophageal echocardiography was performed confirming a large atrial septal defect (asd), with left to right shunting. On (B)(6) 2017, another transesophageal echocardiography was performed, confirming the asd has enlarged. Mr grade is 2. A second mitraclip procedure and closure of the asd has been postponed, there is no scheduled date for additional treatment. The patient is stable. No additional information was provided.